Manufacturer narrative:
(B)(4).the customer's reported condition of a colleague infusion pump with an overinfusion was not confirmed nor reproduced. The cause of the reported condition remains undetermined as accuracy testing could not be performed. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Event description:
The facility reported a colleague infusion pump which overinfused an unknown drug during delivery in ambulatory care. According to the facility, the pump was set by a nurse to infuse for one and a half hour, but instead infused in half an hour. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.